Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display cable was tightened, and the unit was returned to service.

Event description:
The hospital reported during a case the unit had a system malfunction and was unable to mechanically ventilate. The unit was replaced and the case was able to continue. There was no report of patient injury.